Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient presented to the clinic for a routine follow-up at which time she was diagnosed with twiddler's syndrome. The patient was stable during the clinic visit with a heart rate of 40 bpm and normal blood pressure. The patient was instructed to be admitted to two different hospitals and she refused both hospitals, she opted to go home instead. Later that night she expired.